Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customer were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/6/1989 and was last repaired on 10/13/2012 for a non-related issue. For the current repair, the device performed within motor speed specifications and the leading edge of the control bar was flush with the master blade. It was also noted that there was minor wear along the leading edge of the control bar. The customer did not return any blades, width plates or a hose for eval. Prior to repair, the device was outside calibration specifications and did not pass side to side specification only at the zero thickness setting. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. Lack of preventative maintenance likely caused the wear along the leading edge of the master blade and the lack of calibration at the zero thickness setting. There is no info provided on the power source or pressure settings utilized during the reported event. Using the incorrect power source and pressure settings could affect the functionality of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece had no power. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.